Event description:
Patient had indwelling foley catheter. Nursing staff unable to deflate balloon with syringe or by cutting off the valve. The physician cut the catheter halfway along the catheter and still could not remove it. Physician placed guidewire down balloon port and unable to remove catheter. Vagina was prepped with betadine and a 22 guage needle was used to successfully punture the balloon transvaginally. Physician removed catheter and the portion of the catheter within the patient was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, other, other, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.